Event description:
It was reported that the physician reported an intermittent oversensing on the rv channel. The oversensing was not reproducible with physical manipulation. On a later follow-up the physician revealed te oversensing was due to diaphragmatic oversensing during deep inspiration. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of sensing anomaly was not confirmed in the laboratory. Bench and ate tests were performed and the device was found to be normal.